Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with a compromised force sensor system alarm. The customer states that insulin is shooting out of the infusion set. The customer's blood glucose level at the time of incident was 183mg/dl. Troubleshoot was conducted, and it was noted that the drive support cap was sticking out. The customer was advised to discontinue use of the device. The customer declined replacement, as they already have one. The customer will return the device at a later time.